Event description:
The customer contact reported that during testing at the user facility, channel 2 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation, therefore attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.